Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/04/2021.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to an unspecified bacteria. It was reported the patient was hospitalized for the event and was treated with an injected unspecified anti-inflammatory drug infusion (dose, frequency and duration were not reported) for treatment. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.